Event description:
It was reported that the patient went in about 6 weeks prior to the report to have an adjustment made. It was noted that ¿they said it would be smoother and more even, and when he moved it wouldn¿t jolt him like it was doing.¿ it was noted that ever since then, it had been steadily getting worse, not better. It was noted that it was to the point that the patient was either ¿jolted to the point that he couldn¿t move¿ or nothing. It was noted that the patient was getting electrocuted totally, or the patient was not getting stimulation at all. Additional information received reported that the patient still had concerns regarding the device or therapy, but he was working with the physician or manufacturing representative. It was noted that an appointment was not made yet.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).